Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿single use only. Do not resterilize. For urological use only. Contents of inner wrap are sterile unless package is opened or damaged. Visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Open lubrication-lubricate catheter. 7. Prep patient with povidone-iodine swabsticks. 8. Proceed with catheterization in usual manner. 9. If specimen is required, fill sterile container from catheter. 10. Top tray may be placed on basin to help prevent spillage. Bard and uro-prep are trademarks and/or registered trademarks of c. R. Bard, inc. ©2010 c. R. Bard, inc. All rights reserved. Volume on collection container has been calibrated without uro-prep¿ tray in place. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. 11. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory."

Event description:
It was reported that the catheter was missing from the tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was missing from the tray.